Event description:
On 02-jun-2022, the following information was provided to kci by the patient: the patient has a doctor's appointment tomorrow due to the home health nurse reporting an alleged odor from the wound on (B)(6) 2022. On 08-jun-2022, the following information was provided to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system remains in use, however, the physician prescribed doxycycline and fluconazole to treat skin irritation and a yeast infection allegedly from the v.a.c.® drape. On 28-jun-2022, the following information was provided to kci by the physician assistant: on 03-jun-2022, the physician ordered an oral antifungal medication to treat a periwound fungal infection and due to concern for periwound cellulitis, an oral antibiotic was also prescribed. A wound culture was not obtained. On 21-jun-2022, a device history record review for the v.a.c.® granufoam¿ dressing lot number 60331235v010 and associated v.a.c.® drape was completed. All end release testing of product and packaging met specifications. The v.a.c.® granufoam¿ dressing was not returned; therefore, a device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® granufoam¿ dressing was not returned; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged fungal infection and possible cellulitis requiring medications are related to the v.a.c.® drape. A device history record review for the v.a.c.® granufoam¿ dressing and associated v.a.c.® drape met specifications. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.